Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 420 mg/dl. Cause was not known. The customer was treated with an acetone protocol. No further information was provided pertaining to this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.